Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mos1, 14 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The anti-bradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of 34 months, two instances of oversensing were reported, which could be reproduced during a follow-up. It was also reported that the patient does a lot of yoga, during which she stretches her arms above the head. The lead and the ICD were explanted and replaced. After the explant, the explanted lead showed damage in the upper third at the height of the sleeve. No deterioration of the patient's state of health was reported.